Manufacturer narrative:
The thermogard ivtm system (tgxp12858) was evaluated at customer site. The customer reported complaint of "the display head was blank without backlight on the thermogard ivtm system during power on" was confirmed during the functional testing. The display head does not display any graphic, and the green power led on the display head was not illuminated. The display head on the thermogard ivtm system was evaluated. The root cause of the reported complaint was the pca processor failure, likely due to defective component. No physical damage was observed on the thermogard console during visual inspection. During preliminary functional testing, the console display was blank upon powering on, thus confirming the customer complaint. The pca processor board was replaced to remedy the complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The thermogard ivtm system (tgxp12858) was evaluated at customer site. The customer reported complaint of "the display head was blank without backlight on the thermogard ivtm system during power on" was confirmed during the functional testing. The display head does not display any graphic, and the green power led on the display head was not illuminated. Zoll has requested the customer to return the device for further evaluation, however; the customer considering it but have not decided. Therefore, the root cause for the reported complaint could not be determined. No physical damage was observed on the thermogard console during visual inspection. During preliminary functional testing, the console display was blank upon powering on, thus confirming the customer complaint.

Event description:
During device check, customer reported that the display head was blank without backlight on the thermogard ivtm system (tgxp12858) during power on. No patient involvement.